Event description:
It was reported that the ventilator was not working. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the reported ventilator at the hospital. The device expiratory channel printed circuit board (pcb) was replaced and returned for technical investigation. After the replacement of the faulty pcb the device regained function according specifications and was returned to the customer in working condition. During testing of the returned pcb, the reported failure could be reproduced. The device fails the monitoring pressure transducer test during our laboratory test. The component causing the reported failure has not been established by this investigation, but the returned pc board is faulty.

Event description:
Manufacturer's ref #: (B)(4).